Event description:
It has been reported to us that during the guide wire separated while inside the left ventricle lead. The physician inserted the guide wire into the pt for an left ventricle lead implant procedure. The physician advanced the guide wire forward into the target vein. The physician pulled back on the guide wire and it separated inside the lead. The physician removed all the devices from the pt. The physician continued the case with replacements. The pt is reported to be fine.

Manufacturer narrative:
Results/conclusion: other - the actual device used during the case was returned and evaluated. Visual examination of the guide wire revealed that there were two units returned. The first guide wire was stuck inside the lead. The distal tip of this guide wire was intact from the tip to the distal bond joint. The core wire is broken away from the distal bond, and the coil is stretched, however, still attached to the solder joint. The proximal end of the wire is broken 5cm from the proximal solder joint. The proximal end of the guide wire, 144cm, is missing. A review of the device history record did not detect any deficiencies in the manufacturing process. The second guide wire unit returned was also evaluated. The guide wire appears to be a standard .016 device and is not a product manufactured by medtronic. Visual examination of this second guide wire revealed 105cm of the guide wire was sticking out of the proximal end of the lead. The teflon coating on the guide wire is badly damaged. The guide wire was then removed from the lead and inspected. The distal tip of the guide wire is broken inside the lead and a portion was able to be removed. Upon inspection, the distal solder tip and the entire ribbon wire, along with the full length of the core wire was inside the lead, this indicated that the entire wire was returned and nothing was missing. The event has been confirmed; however, the exact cause for the event is unk.